Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient etiologies: traumatic aortic transections. Additionally the IFU states complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2011, the patient was treated emergently for a transection due to a car accident. It was reported that the patient presented to the emergency room with low blood pressure. The patient tolerated the procedure. That same day, 18 hours later, the patient developed signs on paralysis from his waist down. On (B)(6) 2011, a spinal drain procedure was performed and a few hours later a subclavian to carotid artery bypass procedure was performed. The patient tolerated the procedures but still remains paralyzed from the waist down.